Event description:
It was reported that the leads were not implanted due to patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Blood/body fluid on all conductors (not obstructed). (B)(4) no anomalies were found; full lead was returned and analyzed. Blood/body fluid on distal conductor(not obstructed).